Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the pump was returned with a peeling keypad cover. During testing, all of the keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. Unrelated to the initial complaint, the battery compartment was found to be cracked, and the battery cap had stripped threads and was damaged. The battery cap was unable to fully secure onto the pump. Also unrelated, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok, up arrow and down arrow keypad buttons were under responsive. It was reported that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.